Event description:
A malfunction was reported, specifically identified as malf 12, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided instructions to reset the pump, which resolved the malfunction, and the customer was able to continue using the pump. They were advised to call back if the issue recurred and acknowledged the instructions provided.